Event description:
It was reported that this device exhibited abnormal battery behavior. A review by technical services (ts) confirmed that the device power consumption was increasing in a gradual fashion. The device was exhibiting premature battery depletion and needed to be replaced and returned. The device was subsequently explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in (B)(6) 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this device exhibited abnormal battery behavior. A review by technical services (ts) confirmed that the device power consumption was increasing in a gradual fashion. The device was malfunctioning and needed to be replaced and returned. No adverse patient effects were reported. The device remains implanted.